Manufacturer narrative:
(B)(4).

Event description:
Procedure: unknown. According to the reporter: reload "stuck" to tissue after firing and had difficulty removing wedges of tissue from reload. Unsure if tissue tore as removed from reload. Anastomosis was redone to correct condition. No reinforcement material used. Current patient status is unknown. There was unanticipated tissue loss. No unanticipated extension of incision more 1inch. No unanticipated blood loss more than 500cc. There was delay in surgical time over 30 minutes, unknown if the patient was affected. No device fragment fall in patient cavity. No device fragment left in patient.